Manufacturer narrative:
The insulin pump was received with no button response at the bolus, escape, act, up arrow and down arrow buttons due to unlocked j2 connector on the lcd board. Unable to perform any testing due to buttons unresponsive. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working anymore. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.